Event description:
The pt received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2009. It was reported that the pt lost stimulation. The pt's programmer locates her ipg, but she stated that she can turn the amplitude all the way up but feels no stimulation. The pt reported that she was in a car accident on (B)(6) 2011, but she was unable to determine if the stimulation stopped then or a short time afterwards. The pt plans to meet with her physician to address this issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.